Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of three reports; same physician, similar device, similar problem, different incident dates. The physician had an issue w/the device; product ID not specified, in late (B)(6)2015, where the patient's head moved or slipped while in the skull clamp. Add'l info was requested but as per customer, no further info could be provided; unsure of when the incident happened and unsure which unit was used because they have several devices.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015: DHR review cannot be performed at this time as the lot number or product ID was not provided nor was the product sent in for inspection. This review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.